Manufacturer narrative:
The customer reported that the ortho provue analyzer probe dripped fluid. Erroneous results were not reported. An ocd field engineer reported that the analyzer posted a condition code indicating an issue with the fluidics system. However, this error message was not designed to prevent erroneous results from being reported. Information was not provided regarding results of patient testing or possible error codes designed to prevent results from being reported. An ocd field engineer arrived at the customer site. The fe performed repairs and returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Information was not provided regarding possible test results or error messages posted to prevent results from being reported. Carry over and/ or cross contamination was not reported as a result of this incident. However, if this incident were to recur undetected, erroneous results could be reported, which could lead to transfusion of incompatible blood.

Event description:
The customer reported that the ortho provue analyzer probe dripped fluid.